Event description:
It was reported that there was oversensing noise on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5072, implantable pacing lead, (B)(6) 2001. (B)(4).